Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this implantable lead had high pacing impedances within normal limits. A revision procedure was performed to implant a new lead; however, it was unable to be completed due to lack of venous access. This lead remains in-service at this time. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that this implantable lead had high pacing impedances within normal limits. A revision procedure was performed to implant a new lead; however, it was unable to be completed due to lack of venous access. This lead remains in-service at this time. No additional adverse patient effects were reported.